Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvu loplasty (bav) was performed. On the third deployment attempt, at 80% deployment control pacing was reduced to 40bpm and the intrinsic rhythm could not be confirmed. Complete heart block (chb) was noted, and the valve was placed at approximately 3mm. It was noted that the annulus measured 65mm and the membrane septum measured 3.4mm with calcification that was connected to left ventricular outflow tract (lvot). Five days after valve implant, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed. During the first and second deployment attempts, the valve dislodged approximately at node 4. The third attempt was deployed in a deeper position using control pacing of 100bpm. At 80% deployment control pacing was reduced to 40bpm and the intrinsic rhythm could not be confirmed. Complete heart block (chb) was noted, and the valve was placed at approximately 3mm. It was noted that the annulus measured 65mm and the membrane septum measured 3.4mm with calcification that was connected to left ventricular outflow tract (lvot). Five days after valve implant, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut pro+ delivery catheter system (dcs), product ID: d-evprop2329us, lot: 0011116211, use by date: 2024-03-10, UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.